Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. The carto® 3 system displayed a map shift. They did the vein isolations in the left atrium and went into the right atrium to do a flutter line and when they stated going over the flutter line the second line of points was about 6 mm away from the first flutter line. Caller stated that they went back to the left atrium and remapped and found the map was 6-10 mm from the original map. They did not see any errors and the patient was asleep and not moving. The respiration gating stayed the same and there was no cardioversion was performed. There was no patient consequence. On 17-dec-2021, additional information was received confirming no cardioversion was performed. Based on this information, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. Device evaluation details: the reported issue has been investigated. The study data was requested by the device manufacturer to investigate the issue, however, the biosense webster inc. (Bwi) representative reported that the data isn't available, and an investigation of the map shift issue was not possible. Technical services confirmed that the issue was not duplicated as the complaint history of the carto 3 system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #29124 was reviewed; no similar complaints were found. The manufacturing record evaluation was performed on carto 3 #29124, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).